Event description:
It was reported the spring wire guide "is broken and incomplete" prior to patient use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). New information received from the customer indicates that this was not a reportable event, thus, the initial MDR submitted on 15-nov-2022 should be retracted.